Manufacturer narrative:
Device evaluation completed on 6/11/2019: during analysis of the sample was found ruptured and received in three (3) parts. Microscopic examination was performed, and no indications of instrument damage was found. No other anomalies were discovered. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: left-mentor memorygel 375cc silicone breast implant, catalog number 3503754bc, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor memorygel 375cc silicone breast implants which the right side ruptured after implantation. The issue confirmed on (B)(6) 2019 during removal surgery. As a result patient underwent bilateral removal and replacement with allergen high profile silicone implants, 605cc. Devices on (B)(6) 2019.

Manufacturer narrative:
New information received on 4/30/2019, indicated that the patient underwent bilateral removal and replacement with allergen high profile silicone implants, 605cc. Manufacturer¿s reference number: (B)(4).